Manufacturer narrative:
PMA / 510(k)#: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305782. Batch no: 8314976. It was reported that during use of the bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle there is an issues with the safety shield being pushed off and exposing the needle. The following information was provided by the initial reporter: clinical staff are having issues with this needle. If the cover is not seated when they move the pink locking mechanism it pushed off the cover and exposes the needle. Risk for needle sticks.

Event description:
Material no: 305782; batch no: 8314976. It was reported that during use of the bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle there is an issues with the safety shield being pushed off and exposing the needle. The following information was provided by the initial reporter: clinical staff are having issues with this needle. If the cover is not seated when they move the pink locking mechanism it pushed off the cover and exposes the needle. Risk for needle sticks.

Manufacturer narrative:
H.6. Investigation summary:sample evaluation:2 actual samples in open packaging were returned for investigation.the 2 actual samples were visually inspected to check for sign of needle shield coming out from the hub. No sign of needle shield coming out from the hub was observed from the returned sample.based on the verbatim, it was mentioned the needle shield came off when moving the pink safety shield. The safety shield of the 2 actual sample was being exercised and the needle shield coming off the eclipse hub was not observed. Upon review of the device history record, the hub and shield molding first piece record showed that the results were within specifications but at the lower specifications. Conclusion:unable to confirm the customer experience based on the sample evaluation.eclipse hub built from mold l101 were used to build the eclipse assembled needle batches. Reviewed of the hub and shield molding first piece record showed that the results were within specifications but at the lower specifications. The routine needle shield pull force at the outgoing inspection is within specifications. Improvement had been made to the hub mold l101 to produce nominal dimension for all the cavities on feb 2019. H3 other text : see section h.10.